Event description:
(B)(4).

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. In box b- b5 verbiage was updated (previously it was in late submission justification). In general information tab, b5 verbiage was captured incorrectly in late submission justification field after review, it was corrected in this report.